Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. Investigation unable to repeat customer's reported problem. According to the investigation, the pump displayed no disposable alarm messages after pump starting found in the pump's event history logs. Investigation recommended the pump upstream occlusion sensor and downstream occlusion sensor to be replaced. The problem source of the reported problem is unknown.

Event description:
Information received a smiths medical alarming ambulatory infusion pumps/cadd legacy 1 pumps - 6400 alarming no disposable attached. No adverse patient events reported.